Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. This morning blood glucose level was 32 mg/dl 1am and now 87 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with drank juice ate ID dizzy. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the delivery accuracy test.